Manufacturer narrative:
The device evaluation is anticipated. The complaint could not be confirmed without the completion of the product evaluation. A review of the manufacturing records indicated that the product met specifications upon release. A supplemental report will be forthcoming with examination results.

Manufacturer narrative:
We received one introflex hemostasis type introducer with dilator for examination. The introducer valve internal components were examined and the wiper gasket was found to be missing (returned detached from the valve housing). The duckbill valve was found to be in good condition. The plastic the customer reported that came from the introducer is the missing wiper gasket from the introducer valve housing. This condition will allow leakage with a catheter inserted through the introducer valve. Examination of the wiper gasket found there to be a puncture and tear in the wiper gasket. The tear in the wiper gasket or duckbill valve may occur if the dilator is inserted at an angle through the housing first puncturing a hole and tearing to the center hole in the wiper gasket and then puncturing the duckbill valve and tearing as the dilator is pushed through the valve housing. It appears the customer punctured the wiper gasket and pushed it out the distal end of the introducer when the dilator was inserted. The IFU shows a diagram of the dilator being inserted straight through the valve housing. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that a piece of plastic came out of introducer when obturator was inserted before the procedure. No patient complications.